Event description:
It was reported that this device was exhibiting premature battery depletion. During the recent follow-up visit, it was observed that the power consumption was at 528%. A replacement procedure is intended. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion behavior. During the recent follow-up visit, it was observed that the power consumption was at 528%. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The field representative indicated that this device was returning; however, this device has not been received for analysis. Should this device be returned, an investigation will be completed, and a supplemental report will be submitted.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.